Manufacturer narrative:
The device was evaluated and found the noisy image due to water invasion in the video connector. In addition to reportable finding mentioned in reportable event description, the device evaluation found air water cylinder had foreign objects; the angulation control knob was loose/light; there was a discoloration around air/water cylinder and the suction cylinder; there was a crack on the light guide lens; there was a crack on the resin of the insertion tube; there was water invasion in the device and corrosion was seen around forceps elevator. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that with duodenovideoscope, image was blurry and distorted. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the airwater-tube had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.